Event description:
A customer alleged that three (3) patients experienced hypersensitivity and debonding within a week after fillings were placed with optibond soloplus unidose. This is third of the three mdrs.

Manufacturer narrative:
This patient experienced a restoration failure which was replaced using a new lot of optibond soloplus unidose. No prescription medication, medical attention and hospitalization was required in this incident. To date patient is fine. No product was returned for evaluation; therefore, retain samples were evaluated for visual and adhesive strength. The samples met product specifications. A review of the DHR indicated that there were no non-conformances or variances during the production process.